Event description:
A hospital in (B)(6) reported that the water in an rt102 adult inspiratory-heated breathing circuit was discoloured, appearing blue in colour. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt102 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is (B)(4). Method: only the inspiratory tube of the complaint rt102 adult breathing circuit was returned to fph (B)(4) for inspection. The returned inspiratory tube was visually inspected for any contaminations or discolourations. Results: no contamination or discolouration was observed with the returned inspiratory tube. Conclusion: every breathing circuit is visually inspected following the manufacturing process to check for any contamination or discolouration. Any breathing circuit which fails this test is rejected. The timing of use shows that the discolouration observed by the hospital occurred post production, and it is most likely due to patient secretions.

Manufacturer narrative:
(B)(4). The rt102 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The complaint rt102 adult inspiratory-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported that the water in an rt102 adult inspiratory-heated breathing circuit was discoloured, appearing blue in colour. This was noticed during use on a patient. No patient consequence was reported.